Event description:
Changed from: it was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded pacemaker-mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) reviewed results, which appear to be sinus in nature, and suggested considering increasing the maximum tracking rate (mtr). This device remains in service. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Changed from: it was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded pacemaker-mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) reviewed results, which appear to be sinus in nature, and suggested considering increasing the maximum tracking rate (mtr). This device remains in service. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.